Event description:
A pt observed that the bag was running dry early. The pt (who is an rn) was being infused with tpn in the continuous mode at a rate of 100 ml/hr for 10 hours. The pt observed that the bag was running dry after approx 9 hours. There was no negative impact to the pt involved. The pt is now using another 6060 pump, and has had no problems. The co rep stated that he tested the pump at a rate of 200 ml/hr for 50 ml for two trials, and the pump delivered 58 ml and 57 ml; and at 200 ml/hr for 10 ml for one trial, and the pump delivered 11.6 ml. The amount delivered was measured in a graduated cylinder, and double-checked with a syringe.